Manufacturer narrative:
Continuation of d10: product ID dtpb2qq. Serial# (B)(6). Implanted: (B)(6) 2024: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via follow-up with the clinic that the crtd therapies were deemed appropriate.

Manufacturer narrative:
Continuation of d10: 6947m55 lead implanted: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) possibly delivered inappropriate anti-tachycardia pacing (atp) for supra ventricular tachycardia (svt). The crt-d detected the episodes as ventricular tachycardia (vt). It was also reported that the right atrial (ra) lead exhibited undersensing which resulted in inappropriate pacing and inhibition of pacing. The crt-d and ra lead remain in use. No patient complications have been reported as a result of this event.